Event description:
Received information from pt that alleged pump delivered a bolus she did not request. No pt harm reported.

Manufacturer narrative:
No product has been returned for evaluation. During troubleshooting, customer technical support reviewed pumps history and confirmed a bolus was requested.